Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual testing noted the device was received in with a cracked housing underneath the battery compartment and a piece of the housing missing from the top. The patient outlet connector was loose and manometer is out of spec nearly -3 cmh2o. Functional testing could not confirm the complaint, however another problem was found with physical damages to the housing. Root cause was attributed to impact to the device. A manufacturing device history report (DHR) review was not completed. Previous service and repair was deemed unrelated. No action taken. The device has been deemed beyond economical repair due to the age and condition. Will be scrapped on-site.